Manufacturer narrative:
Regional service went on site to check the injector and after investigation found no issues with the unit. The service engineer could not duplicate reported uncommanded movement. Service completed an annual pm on the unit with no issues reported and returned the injector to the customer for full service.

Event description:
The customer reports during an abdominal scan they had the injector settings at flow rate = 2m/s; contrast media volume = 10ml;saline solution volume = 10ml;when the injector started the injection by itself. No patient injury. The imaging exam had to be repeated. No further details were reported.